Event description:
The customer's wife reported that the customer was hospitalized for blood glucose levels above 400 mg/dl. The wife stated that the insulin pump was not responding, and had a blank display. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.